Manufacturer narrative:
The product was received for evaluation. Visual and functional testing were performed. The front cover was cracked, broken light-emitting diode (led ) on printed circuit board (pcb). The reported problem was able to be duplicated. The root cause was identified to be the rubber tube from the pump to the water tank was not fitted properly during the manufacturing process. The technician reseated the rubber tube and applied silicone. Additional parts were replaced not related to reported issue. The technician performed preventative maintenance (pm), device passed functional and delivery tests. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a leaking tank. No patient injury was reported.